Event description:
Event description guidant received information that this implantable pacemaker (ipm) was connected to a non-guidant lead with an impedance of 2200 ohms. During a device replacement, the lead tested good. Also, there was intermittent pacing. The issues occured later in the day of implant. Technical services suggested going back in to check the set-screws.